Event description:
Customer's husband reported the death of his wife. Caller stated that his wife had a lot of health issues. The cause of death was heart failure; there may have been issues with blood glucose or other health problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.